Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform functional test due to blank display. The insulin pump had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, reservoir tube cracked,

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he went to change the battery in the insulin pump. When he took the battery out a piece of the battery coating came off, and now there is a big chunk missing and the pump won't turn on. The insulin pump is returning . The blood sugar is 271 mg/dl.